Event description:
Kimberly clark received notice on 10/25/2001 alleging that about 1999, pt became seriously ill. Pt was hosptialization in 1999 and diagnosed with toxic shock syndrome. Pt allegedly used kotex security tampons. Absorbency of tampon was not reported.